Event description:
The user facility reported a 79-year-old female in cardiac arrest was implanted with an impella cp device for mechanical circulatory support. During support, the patients' foot had gone cold, became mottled, and they were unable to find a pulse. Rn communicated that md was planning on removing the impella support despite patient requiring max impella flows, multiple vasoactive infusions. Us/doppler of left lower extremity performed, per report, there was evidence of flow, but significant peripheral artery disease, with no clot present. Impella removal and balloon pump placement for continued mcs support. Device removed in or, pt. Returned to ICU. Care withdrawn, patient expired.

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that patient condition was the most likely cause of the limb ischemia. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿